Manufacturer narrative:
Additional info: submitted picture appears to show metal fragment. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that ¿when the surgeon inserted the setscrew using the provisional driver, after a rod was placed on the screw heads, the surgeon found an unknown metal piece fell in the patient. The metal piece was removed from the patient.¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.